Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file for the date of treatment showed that no abnormalities or deviations can be identified. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Corneai haze is a known side effect of refractive laser surgery. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported haze on some patients post photo refractive keratectomy (prk). Additional information has been requested.